Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer discovered a bent cannula. The current blood glucose reading is 122 mg/dl. The blood glucose level at the time of the event was 700 mg/dl. Hospital treated with insulin drip therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.